Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion was located in the severely tortuous, moderately calcified 100% stenosed distal right coronary artery (rca). The lesion was predilated with an unspecified balloon to 12 atm for 30 seconds. The 4.00 x 20 mm liberte bare metal stent was advanced but there was resistance and difficulty crossing the lesion. The stent dislodged in the mid rca. The dislodged stent was retrieved with snare. The procedure was completed with another liberte stent. Pt status reported as "no problem". Add'l info was requested, but no provided.